Event description:
When passing stent through an ij sheath for a tips procedure, one of the struts stuck on end of sheath (just past the hub). Radiologist unable to move the stent forward or retract. The stent was removed in the operating room in an open procedure.